Event description:
A 65f taken to operating room for placement of a trach and peg. When the patient was placed on mechanical ventilation, anesthesia could not ventilate her. Multiple efforts were made to ventilate the patient without success. CPR then was initiated due to loss of pulse. Unfortunately, the patient was unable to be revived. Upon subsequent inspection, an IV cap was found seated in the "elbow" piece of the ventilator circuit. Both the IV cap and "elbow" are from the same manufacturer.